Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The reported blood glucose reading was 500 mg/dl. The caller stated that the insulin pump didn't appear to be delivering insulin the way it was supposed to. The customer was advised to discontinue using the insulin pump, but he continued using it. The caller also stated that the customer did not receive any no delivery alarms. Troubleshooting was performed. Only low reservoir and low battery alarms were found in the alarm history. The insulin pump did not pass the prime test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.